Event description:
Customer reported falsely elevated patient blood lead test result with leadcare ii to the magellan diagnostics analytical services team. Analytical services forwarded the complaint to technical services (ts) on (B)(6) 2026. Ts contacted the customer. Customer reported that quality control (qc) results were ran twice and were within range according to package insert instructions: level 1 = 8.0 and 10.6 ug/dl (target range = 6.2-12.2 ug/dl) and level 2 = 26.4 and 28.5ug/dl (target range = 22.3-30.3 ug/dl). Customer reported a leadcare ii patient test result of 26.7 ug/dl with corresponding confirmatory test result reported as less than 3.0 ug/dl. The customer was unable to provide a copy of the confirmatory test results. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · contact with the skin when wiping away the first drop of blood. · not wiping the outside of the capillary tube to remove excess blood. · not mixing the treatment reagent (tr) tube by inverting 8 to 10 times. The customer reported testing was performed by an experienced technician and trays with paper liners are not used to carry supplies. Customer reported they are in a new building and there is no nearby construction. The customer reported the leadcare ii analyzer used for testing is at least 9 years old. The customer stated the sensor pins are "gold-ish" in color. Ts requested pictures of the sensor pins and noticed no visible corrosion. The customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection. Ts provided the cdc capillary collection video to the customer. On (B)(6) 2026, ts left a voicemail and emailed the customer to follow up. The customer contacted ts on (B)(6) 2026 to request guidance on capillary tube handling. Ts provided resources.

Manufacturer narrative:
This customer reported two (2) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.